Event description:
It has been reported to philips that c-arm movement was not possible. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that c-arm movement was not possible. Upon troubleshooting fse found the damage in table side module and ordered the part for replacement. The fse has sent quote for replacement service of the table side module to customer however customer did not approve the quotation. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on investigation outcome.